Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a elevated blood glucose level of ¿high¿ on cgm, due to needing settings adjustments. High bg was addressed by adjusting settings. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.